Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to a blank display. The customer stated their blood glucose was 580 mg/dl. The customer has been treated with multiple daily insulin. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was not completed as the customer disconnected from the call. The insulin pump will not be returned for analysis.